Manufacturer narrative:
D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-11-19. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.3. Reason code for no evaluation: other. H.3. If other specify: see h.10. H.6. Investigation summary: a sample has been received and closely analyzed by our quality team. The tubing below the buretrol was torn open which would cause the reported leakage and this complaint has been verified. A device history record review could not be performed because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause for this type of failure is excessive bending of the set below buretrol chamber. This is the location of a tubing engagement that is especially susceptible to bending strain.

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m leaked. The following information was provided by the initial reporter: event 5 material no: 10015012 batch no: unknown it was reported that tpn was leaking below the chamber of the buretrol.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m leaked. The following information was provided by the initial reporter: event 5 material no: 10015012, batch no: unknown. It was reported that tpn was leaking below the chamber of the buretrol.